Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's reports of compressor failure 1002, compressor fault 2001, and internal comm failure 1174 were observed during review of the device data logs. However, the device was put through extensive testing without duplicating the reports. The smart pneumatic module board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed "compressor failure - 1002"," "off set self-check failure - 1174", "compressor fault - 2002" and "internal comm failure - 1474" error messages. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.